Manufacturer narrative:
System : the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system was manufactured on october 12, 2010. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Laser indirect ophthalmoscope (lio) the lio was examined and the reported event was replicated. The lio cable was determine to have been non¿conforming and was replaced to resolve the issue. The lio was tested and found to meet product specifications. The root cause of the reported event can be attributed to a nonconforming lio cable. However, how or when the cable became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a laser presented with low power before a procedure. There was no patient involved.

Manufacturer narrative:
(B)(4)

Event description:
New information received from the customer stated the event occurred during a pan retinal photocoagulation surgery. The surgery was completed. There was no patient harm.